Event description:
It was reported that the surgeon experiencing difficulties with the cutting block fitting properly which extended surgery time 30-60 minutes.

Manufacturer narrative:
A review of shop order paperwork shows no issues. Dimensional investigation shows no issues. Engineering investigation determined that the MRI appeared to be slightly blurry in the femur anterior osteophyte area due to patient movement and poor quality of equipment. It is possible that a portion of the anterior osteophyte was left out in the simulated bone model. MRI distortion and machine image quality were poor and may have caused an incorrect bone simulation.